Manufacturer narrative:
New information was received, which confirms there is no allegation of performance issues or that a philips device was related to the patient death. The customer is requesting information on data retention only. This is no longer considered a reportable event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested the error log to be pulled beyond 7 days because of a patient death as they are attempting to evaluate if alarm were silenced.